Event description:
Reporter placed three artglass crowns for a pt. They were made by a laboratory and were fabricated with high noble gold. These crowns were made of artglass and were reputed to be of the finest material and very quickly, within one year serious problems developed which led to the replacement of all three crowns for this pt. Reporter just read about these problems in the ada newsletter recently and discovered that this is a problem with many dentists throughout the country. Reporter feels product was misrepresented by heraeus kulzer inc. And reporter believes has been taken off the market. This pt suffered unecessary dental treatment and the loss of time from work and the financial loss of having to replace these crowns at another office, as reporter is no longer caring for them.